Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A radiograph was provided and not reviewed by a health care professional due to the poor quality of the image. The image shows that the head is not aligned with the cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02483 and 0001822565-2021-02484.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient x-rays show possible dislocation of the hip, no revision surgery is currently planned. Attempts have been made and additional information on the reported event is unavailable at this time.